Event description:
It was reported that the customer was admitted to the hosp with low blood sugars and could not breath. It was stated that the customer passed away due to the heart, lungs and organ failure. It was stated that the insulin pump was taken off the night before the customer went to the intensive care unit and died. It was stated that the customer's blood glucose was really low and could not breathe. It was stated that the customer was in the hospital for seven days before passing. It was stated that the dr ran a test on his liver and was given an MRI. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.